Event description:
It was reported that an unspecified one-link device would not flush. This occurred 30 minutes into the start of infusion in the cath lab. The reporter stated that when the nurse anesthetist attempted to flush the device, the line would not flush despite several attempts. The reporter stated that the one-link device was removed from the setup, and the infusion was continued without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.